Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during a right lobectomy procedure, on the fifth reload, the surgeon broke thru the lockout and no staples were released. Another device was used to complete the case with no pt consequence.